Event description:
Reporter alleged that they found the patient outside in a field, in an altered state of consciouness. Reporter stated that they used their advantage system to test the patient with a result of 105 mg/dl at 1 pm. Reporter stated that they did not treat her based upon this reading and took her to the hospital within 20 minutes. Reporter stated that the hospital tested the patient with a result of 28 mg/dl and administered unspecified treatment. No other actions were reported taken or treatment received. A request was made for the return of the affected product.